Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported postoperative inflammation and hypopyon following an intraocular lens (iol) implant procedure. The patient experienced a deterioration in visual acuity. The lens was explanted and the patient was hospitalized and treated for infection.

Event description:
Additional information was provided that the patient's symptoms are improving.

Event description:
Additional information was provided that the patient also experienced hyperemia. Antibiotics were infused for eleven days after the vitrectomy and iol explant. Symptoms recovered after surgical treatment.

Manufacturer narrative:
Product evaluation: the customer indicated the use of an approved cartridge. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a handpiece, which is not qualified this lens/cartridge combination. The product investigation could not identify a root cause. Based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in (B)(6). The manufacturing investigation pointed to the difference in manufacturing processes for the (B)(6) market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(6) market for the identified multifocal lenses. On april 13, 2015 the impacted product was put on voluntary hold in the (B)(6) market and issuance of the market caution letter. On april 16, 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the (B)(6) market. A corrective and preventive action has been instituted; the investigation is ongoing.

Event description:
Additional information was provided, indicating that a bacterium inspection was performed. The results were negative. Anterior chamber washout and vitrectomy were also performed.